Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a gas loss warning. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed "gas loss in iab" warnings in the iabp log files. The stm performed a full system test and all tests passed to factory specifications. The stm was unable to duplicate the customer's reported issue, and noted that the reported error message indicates a possible issue with the intra-aortic balloon (iab) connections. The stm completed all safety, functionality, calibration checks, and all tests passed to factory specifications. The iabp unit was cleared for clinical use, and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated a gas loss warning. It is unknown under which circumstances the event occurred, or if a patient was involved. However, there was no adverse event reported.